Event description:
As reported by our (B)(6) affiliates, post transfemoral deployment of the valve, there was no flow to the left main coronary artery. A 26mm sapien xt valve was successfully deployed 50/50 through the tf approach. However, once the sheath was removed, the patient became hypotensive. ECG showed st elevation ischemia. Fluoroscopy showed there was no left main (lm) coronary flow, possibly due to a clot. Pci was performed and the lm was stented. The patient remained hypotensive and ischemic. CPR was started and the patient was placed on cbp. The patient¿s chest was opened and a bypass graft was performed to the lad. Her hemoglobin was falling throughout the bypass procedure but fluoroscopy showed no dissection in the aortic complex or vascular system. The patient was unable to be removed from cbp and expired. An autopsy was requested by the operator. The preliminary autopsy report showed native leaflet obstruction of lm. The patient had moderate native valve/leaflet calcification and moderate aortic root calcification. No other patient information is available.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. Minimum coronary height for a 26mm sapien xt is 11cm. In this case, the coronary height of the patient is unknown. Per the preliminary autopsy results, there was native leaflet obstruction of the left main coronary artery. The patient¿s moderate native valve/leaflet calcification could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.